Event description:
It was reported that during the beginning of the case, the safelight cable blinked out several times. The safelight was swapped out for a regular light cable and case was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.